Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for high blood glucose of 478 mg/dl. The customer stated that she had dinner and entered her carbohydrates. Then the insulin pump started vibrating and there was nothing on display. The device was unresponsive. Troubleshooting was performed. The programming in the device was correct. The alarm history revealed multiple alarms. The customer also stated that the battery was lasting only three to four days. No further information was provided.